Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the impedance trend has been increasing for about 12 months. The patient reported falling in (B)(6), 2011. A slight increase in capture was also noted. The physician has opted to monitor the lead and patient.